Event description:
It was reported that the patient presented for a scheduled procedure. Upon testing the right ventricular lead failed to capture and the sensing was low. The lead was removed and replaced. The patient was in stable condition.